Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for routine maintenance, a cut was found in the distribution node to rear therapy electrode cable. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, a cut was found in the distribution node to rear therapy electrode cable. The root cause for the cut cable was not positively identified, but was likely due to physical abuse. No adverse event resulted from the cut cable. The last pt to use this belt did not report any deficiencies.